Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the substrate valve then cleaned and lubricated the substrate syringe drive. The fse ran a daily startup, then ran fsh, bhcg, and prog3 quality controls (qc). All results were within acceptable range. The aia-900 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial (B)(4) from 19-july-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages is as follows: dl a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a (note: rs232c output (flag) generates "a" flag) the most probable cause for the dl flags was a bad substrate valve; the valve failed.

Event description:
On (B)(6) 2017, a customer reported that dl flags sporadically displayed on the aia-360 instrument. Technical support advised the customer to make a new substrate and to perform an etoh shutdown. The customer performed a new daily check with the new substrate but the error persisted. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of quality control samples for the reproductive hormones of follicle stimulating hormone (fsh), bhcg, and progesterone iii (prog3). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. Correction: describe event or problem originally stated that the product was an aia-360. MDR was updated to state that the product was an aia-900, which is the correct product.

Event description:
On (B)(6) 2017, a customer reported that dl flags sporadically displayed on the aia-900 instrument. Technical support advised the customer to make a new substrate and to perform an etoh shutdown. The customer performed a new daily check with the new substrate but the error persisted. On 19-august-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of quality control samples for the reproductive hormones of follicle stimulating hormone (fsh), bhcg, and progesterone iii (prog3). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.